Manufacturer narrative:
The product code and lot number is unknown for this complaint. Based on the customer's sales history, the following are potential product codes and lot numbers: (1) sg3+2325 with the following lot number: 150511d. (2) sg3-2525 & sg3+2238 & sg3-2025 & sg3+2325 with the following lot number: 150515d. (3) sg3+2151 & sg3-1825 with the following lot number: 150107c. The actual sample was not returned to the manufacturing facility for evaluation and the product code and lot number is unknown. Therefore, the investigation was based on evaluation of user facility information and retention samples of the above stated potential product/lot combinations. Visual inspection revealed no defects. The coating of silicone was confirmed to be present and met manufacturing specifications. Packaging of all retentions samples met manufacturing specifications. Needle penetration of all retentions samples were tested and met manufacturer specifications. The cannula is made up of stainless steel and had undergone testing for stiffness and bend resistance. The supplied cannula for these lots were investigated and confirmed no non conformities that may have led to the reported complaint. The cannula is compliant as per iso 9626 regarding stiffness of the stainless tubing. Each lot was tested for endotoxin thru limulus amebocyte lysate test to check presence of bacterial endotoxin on finished products and met specification for endotoxin limit for medical devices. In addition, qc performs monthly checks of the physical and chemical properties of the sterile products per needle gauge through the physicochemical test. Test items include test for acidity/alkalinity and traces of metals such as cadmium, lead, iron, zinc and tin. Based on records, the potentially affected lots all passed. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. A review of the device history records for the potential lots was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection for the assembled needle and all samples for the potential complaint lots passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. H3 other text : device not returned to manufacturer

Event description:
A nurse reports that a (B)(6) male patient was started on abilify maintena (aripiprazole) 400mg injection im every month for paranoid schizophrenia in 2015; the patient had no relevant medical history or concomitant medications; his past drug history included invega injections; in 2015, the patient was started on abilify maintena for the off-label use of paranoid schizophrenia; on an unknown date, he developed an abscess in his jaw; he had been to the ER twice about the abscess but was refusing medical treatment and didn't stay in the ER; on (B)(6) 2016, he had his last injection of abilify maintena, which was his fifth injection; during that visit, the nurse noted that the abscess "was huge"; at this time, the cops were getting ready to take him to the e.r. So she thought he was going to be fine; on (B)(6) 2016, the patient passed away; it was reported he was found in the ditch; it is unknown if any relevant lab work was done; as of (B)(6) 2016, the patient is no longer on abilify maintena for the off-label use of paranoid schizophrenia and the outcome of the abscess is that the patient has passed away. Neither the abilify maintena dual chamber syringe nor any of its components were directly implicated in this complaint however terumo is reporting this issue out of an abundance of caution and due diligence. All potentially related lots are being fully investigated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2016-00018 to state it has been determined that although this complaint was sent out of an abundance of caution and due diligence, the reported components manufactured by tmc are not implicated in this complaint. Therefore, the MDR is being canceled.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 3003902955-2016-00018 to state it has been determined that although this complaint was sent out of an abundance of caution and due diligence, the reported components manufactured by tmc are not implicated in this complaint. Therefore, the MDR is being canceled.